Event description:
A report was received that the patient underwent a surgical revision procedure due to lead migration. It was indicated that the revision procedure was not associated with an adverse event. No further information has been provided.